Event description:
While monitoring telemetry patients on a xhibit central station, telemetry beds disappeared and clinicians were unable to monitor the tele patients. A spacelabs field service engineer (fse) assisted with setting up alternate means of monitoring. There was no patient or user harm associated with this event.

Manufacturer narrative:
A spacelabs field service engineer (fse) provided a work around to the customer to continue monitoring. Logs were requested and forwarded to a product support specialist (pss) for review. At this time, investigation is still pending. A follow up report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
A spacelabs healthcare product support specialist (pss) reviewed the xhibit logs but was unable to confirm any network outages during the time of the event. The device audit logs were unable to be obtained, so further cause was unable to be determined. As a precaution, the device software was reloaded on the xhibit central stations.